Manufacturer narrative:
Product is not expected to be returned.

Event description:
It was reported that the patient's meter was reading too low, which led to hospitalization. The patient vomited at 5am and had a reading of 93 mg/dl at 1pm. Three hours later, the mother decided to drive her daughter to the hospital. It is not known if the patient had any other symptoms. When they arrived at the hospital, the staff checked her blood glucose with their meter and found a reading of 420 mg/dl (time unknown). The nature of the treatment at the hospital is unknown. The patient was admitted and remained in hospital for three days.